Event description:
It was reported that the patient died on (B)(6) 2012. The caller reported that the death certificate's stated reason for death was "dementia". The caller stated the patient had multiple urinary track infections that lead to renal failure. The caller denied the medical device had any relation to the death of the patient. The caller reported the stimulation stopped working "some time ago". She went on to say that the device worked in the beginning, but then the patient had multiple falls that lead to the device not working. The device was reportedly reprogrammed "multiple times" at the physician's office. It was unclear whether the device remained implanted in the patient. There was no further information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28, lot# v050302, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).